Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result on a single patient sample that was generated by the access 2 instrument. A patient sample was tested for tbhcg and a result of 0.97miu/ml was obtained. The result was reported out of the lab and questioned by a physician. The customer re-tested the original sample diluted for tbhcg and the repeated result was 191,676miu/ml. Based on available information, the patient had a positive (+) urine test and an ultrasound testing confirmed pregnancy. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event. System check performed on 12/27/06 was within specifications. The specimen was a serum sample and customer stated it was a full draw and no fibrin was present. The customer declined service as this was the only patient result affected and they believe this is the sample related issue. Although the customer believes that pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.